Event description:
It was reported that during a hand assisted low anterior resection procedure, the articulation knob broke during use. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Damaged articulation gear teeth. Evaluation summary: the analysis showed that the ats45 device was received with the articulation gear damaged. The device was received without reload present. The device was tested for functionality with a test reload on the three articulated positions and it fired, cut and formed the staples as intended, however the articulation mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during manufacturing process.